Event description:
It was reported that 2 bd autoshield¿ duo pen needles experienced safety shield failure. The following information was provided by the initial reporter: consumer reported finding this box to not show the patient end red band after use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1258371, medical device expiration date: 2024-10-31, device manufacture date: 2021-09-15, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h.10.

Event description:
It was reported that 2 bd autoshield¿ duo pen needles experienced safety shield failure. The following information was provided by the initial reporter: consumer reported finding this box to not show the patient end red band after use.